Manufacturer narrative:
The device was returned to olympus for evaluation, but the customer's allegation was not confirmed. Additionally, the device evaluation found the device failed the air leak inspection, the venting connector was loose and damaged, and the distal end adhesive was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the uretero-reno fiberscope was producing an unclear image. Inspection and testing of the returned device found the insertion tube bending wire mesh had broken, perforated wires sticking out. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed damaged bending section could not be determined, however, the issue was likely due to physical stress applied to the bending part during user handling. In addition, it is believed that the curved rubber may have been damaged due to rubbing between the damaged curved part and the curved rubber during user handling. The event can be detected/prevented by following the instructions for use which state: urf-p7/p7r operation manual chapter 3 preparation and inspection iurf-p7/p7r operation manual. ¿- important information ¿ please read before use_ precautions: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. - chapter 4 operation 4.1 precautions ¿do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist¿. ¿do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged¿. Olympus will continue to monitor field performance for this device.